Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes of the pump, cylinder #1 and cylinder #2. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated loss of fluid, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 6203704. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, loss of fluid; pinhole puncture observed during explant upon filling.